Event description:
Following prediation and during advancement of a coronary stent with delivery system to the target lesion site in the pt's left anterior descending artery. Antegrade blood flow was compromised. A cardiac arrest subsequently occurred and an intra-aortic balloon pump was inserted. The sds was successfully withdrawn fron the pt. The pt's condition was stablized and the physician elected to transfer the pt for coronary artery bypass graft surgery. The surgery was successful and there were no add'l clinical sequelae reported relative to this event.